Event description:
Independent pca bolus delivery reported: the pump was programmed in the pca only mode of delivery with a 2.0mg pca dose, 10 minute lockout, and a 30.0mg 4 hour limit. It was reported that the pt became oversedated. The pt was found to be difficult to arouse and was shivering. There was no info available related to the pt's respiratory rate at the time of the event. It was reported that narcan 0.4mg ivp was administered to reverse the narcotized state. According to the pca flow sheet; at 08:00 16.0mg had been given, at 10:00 a total of 18.0mg delivered, and at 12:00 34.1mg total had been given. According to the customer contact, the pt denied pushing the pendant between 11:00am and noon. Additional event and pt info has been requested. When any significant info relevant to this incident becomes available, it will be submitted in a f/u.